Event description:
It has been reported the patient's personal diabetes manager (pdm) gets very hot when its charging. When the patient touches the screen, it vibrates, the screen is blank and will not turn on.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event.